Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older.

Event description:
It was reported that stent damage occurred. The 95% stenosed, eccentric, de novo, target lesion, with a bend of >45 degrees was located in the moderately tortuous and mildly calcified artery. Following pre-dilatation with a 2.0/20 maverick2 balloon catheter, a 2.25 x 24 synergy stent was advanced but failed to cross the lesion and upon removal, it was noted that the tip of the stent was deformed. In the same procedure two more synergy stents (3.00 x 20 and 2.25 x 32) were advanced but did not cross and also had stent tip deformation. The procedure was completed with six stents implanted in the right coronary artery and left circumflex. No patient complications were reported and the patient condition was stable.